Event description:
It was reported that the patient received inappropriate shocks due to noise on the ventricular channel. High impedance and increase in threshold were also observed. It was noted that the patient had fallen down from a motorbike in (B)(6) 2009 and broken his left arm. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.